Event description:
Baxter foreign affiliate reports home pt (hp) felt full, as if she were overfilled, during automated peritoneal dialysis therapy using the homechoice cycler. Hp reported draining out 1800 ml during therapy, which is 600 ml greater than her programmed fill volume of 1200 ml. Hp requested a replacement homechoice cycler. There was no pt injury or medical intervention reported.